Manufacturer narrative:
It was reported that the anesthesia system had a constant leakage. Apart from the problem description stated above, no additional information or logs have been received. Due to the lack of information, we have not been able to either confirm any issue or determine any cause of the reported issue. H3 other text : 4119.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia workstation generated alarms for leakage. No patient harm reported. Manufacturer´s ref. #: (B)(4).